Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had no trouble with their implantable neurostimulator (ins) until it got infected. The manufacturing representative added that the patient¿s device was explanted due to the infection. They stated that the infection was very bad, and they had to do an emergency surgery. The patient mentioned that the device was explanted because the healthcare provider was afraid that it would get into their spine and bloodstream. No further complications were reported. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the patient still had the device. No further complications were reported.